Event description:
The user facility reported that prior to a patient procedure their hexavue custom room rack was displaying an error message. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the rack needed to be rebooted. To resolve the issue, the technician rebooted the rack. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported.